Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 7/6/15, the reporter contacted animas and alleged that the pump had a battery life/power issue and the patient had a blood glucose of 406 mg/dl, large ketones, polyuria/nocturia, and abdominal pain. Patient received no unusual treatment. During troubleshooting, customer support found that there was moisture in the battery compartment and the alarm history indicated battery life was less than expected. No damage to the battery compartment was reported. Patient has discontinued pump therapy. This complaint is being reported as the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 9/9/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings:.the black box shows unusual fluctuation of the voltage. The black box shows on (B)(6) 2015 19:56 an unexplained loss of prime was observed; deliveries resumed at 20:44. On (B)(6) 2015 14:50 an unexplained loss of prime was observed; deliveries resumed at 18:08. An external power supply was used to test the idle, sleep, rewind and load currents; all were found to be within specification. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test fails with battery compartment leak. Removed pump cover; no evidence of internal moisture observed on the printed circuit or internal components. Returned battery cap/returned cartridge cap used to complete testing. The battery compartment is cracked above and below the bumper pad. Corrosion observed inside battery compartment.